Event description:
The customer reported bellvista1000 us having alarm 401 - inspiration valve or device leaky. The customer confirmed that there was no patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Updated information: g3, g6, h2, and h10. Correction: this complaint is a confirmed duplicate of (B)(4). Therefore, this is deemed as a non quality complaint to vyaire medical.please disregard and void MFR report # 3004553423-2022-1622. Please refer to the original medwatch report submitted under MFR report # 3004553423-2022-01601.